Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent capture on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was stable before, during, and after the changes.